Event description:
It was reported the patient experienced pain along the superior border of the device, which required a revision. The device was successfully revised, and the patient recovered without sequela.

Manufacturer narrative:
Programmer model 37743, (B)(4), lead model 3778-45, lot # v166330018, lead model 3778-45, lot # v170450008, extension model 3708160, (B)(4), extension model 3708160, (B)(4).